Manufacturer narrative:
There were no patient injuries, sequelae or adverse events.

Event description:
During a carotid artery stenting procedure, the physician experienced inconsistent deployment of the neuroguard filter. While no adverse clinical outcome was reported, a possible potential performance variation was experienced. The neuroguard filter did not fully open upon retraction of the outer sheath and full actuation of the filter wheel, resulting in incomplete filter apposition until after partial or full stent deployment. It should be noted that a distal primary filter is required to be in place as per the IFU. The contego filter opening challenges could lead to minor procedural delays, device removal, or the need to use alternative stents. No adverse patient outcomes were reported, and are not anticipated.

Event description:
During a carotid artery stenting procedure, the physician experienced inconsistent deployment of the neuroguard filter. While no adverse clinical outcome was reported, a possible potential performance variation was experienced. The neuroguard filter did not fully open upon retraction of the outer sheath and full actuation of the filter wheel, resulting in incomplete filter apposition until after partial or full stent deployment. It should be noted that a distal primary filter is required to be in place as per the IFU. The contego filter opening challenges could lead to minor procedural delays, device removal, or the need to use alternative stents. No adverse patient outcomes were reported, and are not anticipated. Addendum report new and additional information was made available on july 29, 2025, regarding a potential additional failure mode in the unit involved with the complaint. This information was only available upon the receipt, decontamination, disassembly and analysis of the returned unit. This additional information as made available on july 29, 2025, leads to an additional MDR determination and filing. The new information is described below. Upon completing the product return investigation excessive adhesive was discovered in the handle on and near the stent deployment sheath thumbwheel. The excessive adhesive caused the ratchet, which acts as a locking feature that maintains the progress of stent unsheathing, to embrittle and fail. The failure resulted in the thumbhweel "unwinding" each time the user removed their finger from the thumbwheel preventing the sheath from a continuous proximal unsheathing, which is required to deploy the stent. With the ratchet spring broken the user would lose the rotation on the thumbwheel when attempting to deploy the stent because the ratchet spool could freely rotate backwards when the user released the thumbwheel. The intent of the ratchet is to prevent unspooling and maintain unsheathing progression. The result was that the stent could not be completely deployed. There is a potential for partial stent deployment in this case of if this failure mode were to reoccur. The complaint notes the following, " unable to retract the outer sheath further, the physician collapsed the filter and removed the system without any issue."

Manufacturer narrative:
This is an addendum report based on new information found during the investigation / follow up number 1. Original report # this is an addendum report based on new information found during the investigation.